Event description:
It was reported that this right ventricular (rv) lead was presenting low amplitude and impedance changes. The lead was revised and remains in service. No additional adverse patient effects were reported.